Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) with no asystole as the lead was found out to have physical damage in the lead body. The lead was surgically abandoned. No additional adverse patient effects were reported.